Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found clavicle crush damage at 22.3 cm to 23.26 cm from connector pin, the outer insulation was damaged exposing the outer coils. The exposed inner and outer coils could have caused the reported noise problem.